Event description:
Medwatch report rec'd from the facility states: "dr. Attempting to do a spinal on pt. He was unable to locate a spinal space, and removed the needle. Part of the needle broke, and approx 1" remained in the pt. Another surgeon was called, and the pt was moved to another or where the fragment was surgically removed."